Manufacturer narrative:
The alleged samples were sequenced where the positive influenza a result was confirmed. It was also identified that mutations were present in the alleged samples that impact the assay¿s ability to detect influenza a. Per the procedural limitations outlined in the assay method sheet, "mutations within the target regions of cobas® sars-cov-2, influenza a, and influenza b test could affect primer and/or probe binding that results in failure to detect the presence of virus."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from australia alleged a discrepant result for three patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated negative results for influenza a, influenza b, and sars-cov-2. The same samples were retested with two different methods (seegene and genexpert) and were influenza a positive. Patients 1 and 2 were also retested on another cobas liat analyzer and generated negative results for influenza a, influenza b, and sars-cov-2. The positive results were released. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 3 MDR will be filed.

Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation. E1 facility name truncated due to character limit : (B)(6) pathology molecular microbiology dept . H3 other text : na.